Manufacturer narrative:
Upon disassembly for visual examination, the motor showed signs of a thermal event and corrosion was found in the rotor, driveshaft, motor, and housing.

Event description:
It was reported that the core impaction drill overheated and smoke was observed coming from the area the cord connects to during a procedure. A back-up device was used to complete the procedure with no patient or user injuries, and no adverse consequences.